Manufacturer narrative:
The inspection by (B)(4) also confirmed following; there was a defect in the appearance of the receptacle board. The contact was loose. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by (B)(4), olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defective receptacle board due to excessive stress. This stress may have been caused by user handling. The instruction manual provides preventive measures against the reported receptacle board failure. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a connector failure of the device. The customer replaced the device to another device and completed a procedure. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was sometimes not displayed or unstable due to poor connection of the receptacle board. It is a MDR reportable malfunction. This device was inspected in combination with the olympus endoscope enf-vt2. There was no report of patient injury associated with this event.